Event description:
The incident was reported as: patient swallowed a piece of plastic, allegedly while using the product. No further information available. No reported patient injury.

Manufacturer narrative:
The device was requested for evaluation, but was not received at the time of this report. The investigation is ongoing and a completed investigation report will be sent when available.